Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An optometrist reported, that a male patient experienced a central corneal ulcer, left eye, associated with wear of focus dailies contact lenses in 2007. Event resolved with medication and was refit with a rigid material contact lens to achieve 20/20 vision. No further info is available.